Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 25-26mm and 15mm in length. The right common iliac diameter was 13mm and the left common iliac was 15mm in diameter. Both iliac arteries were noted as tortuous by the physician. During follow up the physician identified a limb occlusion. The patient was having hip and leg pain for a few weeks prior. During the evaluation a CT identified a left limb occlusion. The physician attempted an embolectomy to open the graft limb; however, the attempt was unsuccessful. The physician performed a fem-fem bypass to restore flow to the leg. The intervention was completed successfully. The physician stated that a possible dissection of the iliac just distal to the limb could have caused the blocked outflow of the leg and consequently thrombosis of the limb. The physician stated that after reviewing the imaging no device failure was noted. No additional clinical sequelae were reported and the patient is doing fine.